Manufacturer narrative:
8/26/97-supplemental report #1 submitted to FDA.

Event description:
The device was during a hysterectomy procedure. Reportedly, the staples did not lock. The surgeon manually sutured to complete the procedure. The hospital has reported that no pt injury occurred.